Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a hemostasis in upper gi procedure performed on (B)(6) 2025. The procedure was indicated after the patient presented to the emergency room with esophageal variceal bleeding. According to the complainant, during the procedure, the bands failed to deploy. The procedure was completed with a cook ligator device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. The returned speedband superview super 7 was analyzed, and a visual inspection revealed damaged teeth on the ligator housing, slack not taken up, and no evidence that the trip wire was secured to the post on the handle. Four bands were returned separated from the ligator housing and were found damaged. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. A risk review was completed and confirmed that the event of bands failure to deploy was defined in the risk documentation and is documented accordingly. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Additionally, a labeling review found evidence that the device was used in a manner inconsistent with the instructions for use, as the slack was not taken up and the trip wire was not secured to the handle, which could ultimately affect band deployment. Based on these findings, the most probable root cause assigned is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a hemostasis in upper gi procedure performed on (B)(6) 2025. The procedure was indicated after the patient presented to the ER with esophageal variceal bleeding. According to the complainant, during the procedure, the bands failed to deploy. The procedure was completed with a cook ligator device. There were no patient complications reported as a result of this event.